Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The patient remains on support. G8: adverse event term: embolism.

Event description:
The site contacted berlin heart (B)(4) clinical affairs to report that a patient supported by an excor blood pump in the bvad configuration that during the night of (B)(6) 2018 that thrombus from the rvad pump dislodged in the left lung, leading to a lung embolism. The site increased ventilator support and started no treatment. Site managed to wean almost to baseline.